Event description:
It was reported that the pump battery could not be charged using the tandem-provided wall adapter and usb cable. There was no reported impact to the customer's blood glucose level. The pump was able to be successfully charged using a secondary wall adapter and usb cable.